Manufacturer narrative:
The microstent presumably remains implanted and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The microstent presumably remains implanted and is not available for evaluation. A surgeon reported that following an microstent implant procedure, the patient developed hemorrhage. No additional information was provided. Thus, the root cause for this complaint cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an microstent implant procedure, the patient developed hemorrhage post implantation. Additional information has been requested.